Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of chronic type b aortic dissection using gore® dryseal flex introducer sheath as an accessory during the procedure. A 24 fr sheath was inserted from the right femoral artery. After stent graft placement, a dissection at the insertion site was reportedly confirmed upon removal of the sheath. The dissection was surgically repaired, and the procedure was completed. It was reported that the dissection may have been caused when the sheath was inserted.

Manufacturer narrative:
H6: conclusion code 61 changed to 22/d12.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6: d1102 (investigation conclusion).